Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered atrioventricular block complete requiring biventricular pacemaker implantation. During ablation in the left ventricle, the patient developed complete heart block. Temporary pacing was initiated and a bi-ventricular pacemaker was implanted. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit for overnight observation. Patient required extended hospitalization as a result of the adverse event. Patient outcome is unchanged. It was noted that ablation was performed for 56 seconds in the left ventricle 8 mm from the his. Physician indicated that the adverse event was not the result of bwi products. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was also reported that the precordial bs (body surface) ECG leads were lost on the carto 3 system and the ep recording system. After the bs ECG cable was reseated at the front of the patient interface unit, all bs ECG's were lost. Cable was exchanged and the ECG's returned on both systems. Since only body surface ecgs were lost, signals were still available to monitor the patient¿s heart rhythm. The risk that this issue could cause or contribute to an adverse event is remote, and as such, this was not an MDR reportable event.